Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump had deep scratched display window. No crack on display window or on lcd glass noted. Act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose levels were unstable. The customer had changed the infusion set the night before and when they woke up their blood glucose levels were high. They had a high blood glucose level of 371 mg/dl. They took insulin shot to treat the high blood glucose. The customer already tried a new box of reservoirs and infusion sets. They stated that this issue had happened before with their first insulin pump before it was replaced. Their high blood glucose began on about (B)(6) 2017. They had experienced blood glucose levels of 200 mg/dl to 400 mg/dl. The customer states that the bolus was not working. The customer declined troubleshooting for the issue. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.